Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported 'air in line detector gone' was evidenced in the event history log (ehl) review as an air in line a visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The air in line was verified. The cause was determined to be ultrasonic sensor being out of specification. Attempts to calibrate failed therefore the upstream/ultrasonic was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line detector gone. There was no patient involvement associated with this event. No additional information is available.